Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: (B)(6).

Event description:
It was reported the gastrovideoscope was cleaned without waterproof cap. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The following information is stated in the instructions for use (IFU): evis lucera ultrasound gastrovideoscope olympus gf type uct260. "For safe use -handling and general precautions" ¿ "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". ¿ "do not bend the insertion part of the endoscope with excessive force. The insertion tube may be damaged". ¿ "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the lens surface at the distal end. Visual abnormalities may result". ¿ "do not hold the ultrasound transducer when holding the insertion section. The ultrasonic transducer can be damaged, resulting in an abnormal ultrasonic image". ¿ "do not twist or bend the bending section with your hands. Equipment damage may result". ¿ "do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". "Chapter 7 cleaning, disinfection, and sterilization procedures". 7.1 "required reprocessing equipment". "Water-resistant cap(mh-553)" "by attaching it to the electrical connector and ultrasound connector of the endoscope during cleaning and disinfection, it prevents water from entering the electrical connector and ultrasound connector. A water leak tester can be attached to the vent metal of the waterproof cap to check for water leakage in the endoscope". Olympus will continue to monitor field performance for this device.